Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/30/2015. The fse found that pinch valve lv8 and the diluent filters were clogged. The fse replaced the valve and the diluent filters, which repaired the leak and the failing backgrounds. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter act diff analyzer when running start up. The instrument was also failing platelet (plt) backgrounds when the leak was noticed. The volume of the leak was about 3 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.